Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnorm. Bleed') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and complication of pregnancy. Concurrent conditions included lumbago, muscle spasm, discomfort, mobility decreased, dysfunctional uterine bleeding, cervical pap smear abnormal, bleeding intermenstrual, malignant neoplasm of cervix uteri, endometrial thickening, endometrial hyperplasia, retroverted uterus, stress incontinence, ovarian cyst, joint pain, chorioretinal scar, astigmatism, myopia, cystocele, menometrorrhagia, bladder disorder, sneezing, coughing, urge incontinence, upper respiratory infection, urinary incontinence, folliculitis, adenomyosis, high cholesterol, muscle pain and insomnia. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006 for pelvic pain as well as ethinylestradiol;norgestrel (lo/ovral-28) and motrin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/bleeding - menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain - abdominal") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: 4 coils on left, 2 coils on right. Pregnancy comp: mental disorder- ante part condition or prior comp del supervision of normal pregnancy normal prenatal checkup ¿ third trimester considered as medical history. Discrepancy noted as per pfs: removal date of essure as per current fu: (B)(6) 2008. Plaintiff received treatment for bleeding, psych injury,other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: result: essure device was successfully occluded. Bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2007: 1. Thickened endometrium (16 to 17 mm) with a tiny cystic structure, may simply represent endometrial hyperplasia, but the presence of a polyp is not excluded. Consider repeat examination following the patient¿s next menstrual period, sonohysterogram or endometrial biopsy. 2. Two heterogeneous masses on the left ovary, likely represent ruptured cysts or follicles. These could also be further evaluated in 6 or 10 weeks with a repeat examination to exclude a neoplastic process.; on (B)(6) 2007: 1. Normal endometrial canal. 2. Retroverted uterus. 3. Interval resolution of previously identified heterogenous masses in the left ovary. 4. Simple cyst of the left ovary measuring 1.9 cm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: pain - abdominal, gen. Abnormal. Bleed, weight gain were added. Lab data was updated. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 37-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and complication of pregnancy. Concurrent conditions included lumbago, muscle spasm, discomfort, mobility decreased, dysfunctional uterine bleeding, cervical pap smear abnormal, bleeding intermenstrual, malignant neoplasm of cervix uteri, endometrial thickening, endometrial hyperplasia, retroverted uterus, stress incontinence, ovarian cyst, joint pain, chorioretinal scar, astigmatism, myopia, cystocele, menometrorrhagia, bladder disorder, sneezing, coughing, urge incontinence, upper respiratory infection, urinary incontinence, folliculitis, adenomyosis, high cholesterol, muscle pain and insomnia. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006 for pelvic pain as well as ethinylestradiol;norgestrel (lo/ovral-28) and motrin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/bleeding - menorrhagia (heavy menstrual bleeding)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), depression ("psychological or psychiatric problems condition: depression and mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("pain - abdominal") and metrorrhagia ("metrorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and metrorrhagia had resolved and the vaginal haemorrhage, anxiety, depression, dysmenorrhoea, dyspareunia, abdominal pain and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: 4 coils on left, 2 coils on right. Pregnancy comp: mental disorder- ante part condition or prior comp del supervision of normal pregnancy normal prenatal checkup ¿ third trimester considered as medical history. Discrepancy noted as per pfs: removal date of essure as per current fu: (B)(6) 2008. Plaintiff received treatment for bleeding, psych injury,other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion; on (B)(6) 2006: result: essure device was successfully occluded. Bilateral occlusion. Ultrasound pelvis - on (B)(6) 2007: 1. Thickened endometrium (16 to 17 mm) with a tiny cystic structure, may simply represent endometrial hyperplasia, but the presence of a polyp is not excluded. Consider repeat examination following the patient¿s next menstrual period, sonohysterogram or endometrial biopsy. 2. Two heterogeneous masses on the left ovary, likely represent ruptured cysts or follicles. These could also be further evaluated in 6 or 10 weeks with a repeat examination to exclude a neoplastic process.; on (B)(6) 2007: 1. Normal endometrial canal. 2. Retroverted uterus. 3. Interval resolution of previously identified heterogenous masses in the left ovary. 4. Simple cyst of the left ovary measuring 1.9 cm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, dyspareunia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: added event metrorrhagia. Updated outcome of event metrorrhagia, pelvic pain, menorrhagia and genital haemorrhage as recovered. Event genital haemorrhage was updated as non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and complication of pregnancy. Concurrent conditions included lumbago, muscle spasm, discomfort, mobility decreased, dysfunctional uterine bleeding, cervical pap smear abnormal, bleeding intermenstrual, cervix neoplasm, endometrial thickening, endometrial hyperplasia, retroverted uterus, stress incontinence, ovarian cyst, joint pain, chorioretinal scar, astigmatism, myopia, cystocele, menometrorrhagia, bladder disorder, sneezing, coughing, urge incontinence, upper respiratory infection, urinary incontinence, folliculitis, adenomyosis, high cholesterol, muscle pain and insomnia. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006 for pelvic pain as well as ethinylestradiol; levonorgestrel (ovral-lo) and sulfamethoxazole; trimethoprim (mortin). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: 4 coils on left, 2 coils on right. Pregnancy comp: mental disorder - ante part condition or prior comp del. Supervision of normal pregnancy normal prenatal checkup ¿ third trimester considered as medical history. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2007: thickened endometrium (16 to 17 mm) with a tiny cystic structure, may simply represent endometrial hyperplasia, but the presence of a polyp is not excluded. Consider repeat examination following the patient¿s next menstrual period, sonohysterogram or endometrial biopsy. Two heterogeneous masses on the left ovary, likely represent ruptured cysts or follicles. These could also be further evaluated in 6 or 10 weeks with a repeat examination to exclude a neoplastic process. On (B)(6) 2007: normal endometrial canal. Retroverted uterus. Interval resolution of previously identified heterogenous masses in the left ovary. Simple cyst of the left ovary measuring 1.9 cm.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, dyspareunia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs & mr received: case became incident. New events- menorrhagia, vaginal bleeding, depression, mental anguish, dysmenorrhea, dyspareunia were added. Date of removal and events onset date were added. Updated outcome of event pelvic pain to recovering / resolving. Reporters, patients dob, demographics, medical history, concomitant condition and drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.